Event description:
After the programmer software was upgraded to (B)(4) version, an error message ("an application error has occurred and an application error log is being generated (...)") Was displayed when some patients data were reviewed. No similar messages were observed the day after during patient follow ups. An explanation is requested.

Manufacturer narrative:
(B)(4) 2012 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.